Event description:
It was reported that the mattress was placed under a pt. The pt coolant was turned on, and after a few minutes, the paramedical staff observed water on the mattress, which was in contact with the pt. The mattress was changed for another one from the same carton and it functioned. No adverse consequences were reported.

Manufacturer narrative:
The product was evaluated by the distributor.